Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella cp developed hemolysis. Proper pump positioning was confirmed via echocardiogram. The p level of the pump was reduced and the hemolysis resolved. Impella support continues.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Hemolysis/mechanical interaction with blood: the cause was unable to be determined as limited clinical details were provided and no product or data logs were returned for review. Device history review: the device passed all post sterile inspection checks.